Event description:
Related manufacturer report number 2017865-2022-22207. It was reported that during the initial implant procedure, after being introduced into the patient's body, when rotating the helix, twisting of the lead body occurred resulting in dislodgement of the right atrial (ra) lead sn: (B)(4). The ra lead sn: (B)(4). Was explanted and replaced by ra lead sn: (B)(4). The helix of the ra leadsn: (B)(4). Was tested prior to being introduced into the patient's body and no anomaly was noted. After positioning the ra lead sn: (B)(4). Rotation of the helix resulted in twisting of the lead body and dislodgement of the ra lead sn: (B)(4). The physician suspected the helix rotation anomalies were due to malfunctions of the leads. Both ra leads had been repositioned more than four (4) times while finding the optimum position during the procedure. The ra leadsn: (B)(4). Was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement and a helix mechanism issue. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the inner coil over torqued in the connector region and the helix being clogged with blood/tissue.